Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging other message. The reporter alleged meter said something about not having enough blood, 'retest with a new strip', but unable to remember what it said exactly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the test strips passed testing, the complaint was not confirmed. However a secondary issue unrelated to the complaint was found, when testing with control solution, an apply sample (assay) message was not prompted. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.